Event description:
Pt continued to have syncope several times lately. Pacemaker was evaluated each time and showed normal function. Sales rep for medtronic could not determine if lead or generator was malfunctioning, so both were replaced.